Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20. Patient information: sid (B)(6) ((B)(6) yr old male); sid (B)(6) ((B)(6) yr old male); sid (B)(6) ((B)(6) yr old male); sid (B)(6) ((B)(6) yr old female). This is all the patient information that was provided.

Event description:
The customer observed false negative architect sarscov-2 igg results on multiple patients. The following data was provided (reference range: less than 1.4 s/c = negative, greater than or equal to 1.4 s/c = positive): on (B)(6) 2020 sid (B)(6) ((B)(6) yr old male) = 0.97 s/c, on (B)(6) 2020 repeat = 1.03 s/c, chromatography igg method = positive. On (B)(6) 2020 sid (B)(6) ((B)(6) yr old male) = 1.22 s/c, on (B)(6) 2020 repeat = 1.21 s/c, chromatography igg method = positive. On (B)(6) 2020 sid (B)(6) ((B)(6) yr old male) = 1.24 s/c, on (B)(6) 2020 repeat = 1.36 s/c, chromatography igg method = positive. On (B)(6) 2020 sid (B)(6) ((B)(6) yr old female) = 0.46 s/c, on (B)(6) 2020 repeat = 0.46 s/c, chromatography igg method = positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records and scientific literature. Return testing was not completed as returns were not available. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Tracking and trending data was reviewed and determined no trends were identified for the product related to the complaint. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customers issue. Labeling was reviewed and found to adequately address the issue. In this case, negative results were obtained with the sars-cov-2 igg assay and positive results were obtained using a chromatography igg method. A direct comparison between the architect sars-cov-2 igg assay and the covid-19 igg igm eco teste technique cannot be made as covid-19 igg igm eco teste utilizes a different test principle compared to the architect assay. The architect sars-cov-2 igg assay uses chemiluminescent microparticle immunoassay (cmia) technology whereas the covid-19 igg igm eco teste is a rapid lateral flow immunochromatographic test. Per the covid-19 igg igm eco teste insert, a serological cross-reaction with other coronaviruses such as sars may occur. Therefore, it is possible that patients infected with these viruses may have some degree of cross-reaction with this test. The sars-cov-2 igg product insert advises results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. In this case, no specific patient history was provided for the patients. Patients have different immune responses and immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Per the product labeling, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. "Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019", medrxiv. Additionally, a review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation, the architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.